Manufacturer narrative:
The device was not returned to the manufacturer at the date of this report. A follow up medwatch will be submitted once the investigation is completed.

Event description:
It was reported that the universal modular electric/battery double trigger handpiece did not work. The surgery delay was between 31 and 60 minutes because the device malfunctioned. There were no harm or no injury to patient or operator.

Manufacturer narrative:
Universal modular electric/battery double trigger handpiece, serial number (B)(4) was returned for complaint investigation. Visual and functional tests were performed. Upon receipt, it was confirmed that the controller board connector was defective and the device had a defective battery support. The event reported by the customer, "does not work" was confirmed because the device was not functional due to the defective connector of controller board. As repair, battery support and controller board were replaced. New information was received: a back up was used to complete the surgery. The time to prepare it (sterilization) was the reason of the delay.

Manufacturer narrative:
Universal modular electric/battery double trigger handpiece, serial number (B)(4) was returned for complaint investigation. Visual and functional tests were performed. Upon receipt, it was confirmed that the controller board connector was defective and the device had a defective battery support. The event reported by the customer, "does not work" was confirmed because the device was not functional due to the defective connector of controller board. As repair, battery support and controller board were replaced.

Event description:
The adverse event reported was a delay in surgery between 31 and 60 minutes. No additional patient injury was reported.